Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant to the vena cava. Subsequently, the patient underwent a revision procedure. This ra lead was successfully repositioned and the procedure was completed. This ra lead remains in service. No additional adverse patient effects were reported.